Manufacturer narrative:
This was initially reported by our importer under MDR 3014128390-2021-00003.

Event description:
Patient revised on (B)(6) 2021 due to dislocation approximately 6 months after the primary surgery . Surgeon explanted the 135/145 36/+9 standard humeral cup and replaced it with a 36/+9 standard humeral cup and 135/145 reversed adapter for an extra +9mm of spacing.